Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01dec2020.

Event description:
It was reported to philips that the device would not power on. The device was not in clinical use at the time of the event. There was no report of patient or user harm. This issue occurred during testing of the device. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The se confirmed the reported issue and determined the power supply required replacement. A quote for a replacement power supply was provided to the customer.